Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial:(B)(6), batch: 5108094/5108125.

Event description:
It was reported that the patients spinal cord stimulation (scs) did not provide adequate pain relief despite reprogramming attempts. The patient underwent an scs explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device components were discarded by the facility.